Manufacturer narrative:
An event of angina, unspecified tissue injury, and pericardial effusion lead to cardiac tamponade were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, after the procedure, the patient returned to the emergency department with chest pain and echocardiogram showed a pericardial effusion and blood was noted in the pleural space. It was confirmed the pericardial effusion lead to cardiac tamponade. The patient was taken to surgery and it was reported that the roof of the right atrium was broken, surgery was performed. The device was explanted and placed a pericardial patch and closed the patient. During that time, the patient was undergoing a cardiac rehabilitation. The physician thought the cause of cardiac tamponade was patient's condition and medications. Based on the information received, the cause of the reported pericardial effusion could not be determined.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. During procedure, 5000 units of heparin was administrated and all the imaging were performed and the device was successfully implanted in a single attempt. On (B)(6) 2023, the patient returned to the emergency department with chest pain and echocardiogram showed a pericardial effusion, blood was noted in the pleural space. It was confirmed the pericardial effusion lead to cardiac tamponade. The patient was taken to surgery and it was reported that the roof of the right atrium was broken, surgery was performed. The device was explanted and placed a pericardial patch and closed the patient. During that time, the patient was undergoing a cardiac rehabilitation. The physician thought the cause of cardiac tamponade was patient's condition and medications. The patient was in intensive care unit (ICU).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.